Event description:
It was reported that the pt underwent a thermal ablation procedure in 2005. After the thermal ablation was complete, the physician noticed a first degree vaginal burn on the posterior vaginal wall. The burn was noted to be in the shape of the cannula. The physician treated the burn with silvadene cream.